Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with approximately 250 units of insulin. Reportedly, the customer observed that cartridge was almost out of insulin which prompted the customer to change the cartridge faster than expected. There was no impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support; however, no additional information was provided on the reported event.